Event description:
It was reported that a user sought assistance replacing a dexcom g7 continuous glucose monitor (cgm) sensor for use with the ilet system, during which the sensor failed to pair and the agent instructed the user to toggle settings and repair the sensor before the call ended with the sensor in warmup. No adverse clinical symptoms reported. Outcomes included no impact to health and no medical intervention. User support included remote troubleshooting and user education regarding pairing steps and sensor warmup. Investigation of this case revealed a pairing failure due to transient connectivity interruption, with no ilet hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that intermittent bluetooth interruption and third-party cgm behavior were the most probable contributors.

Manufacturer narrative:
Initial